Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 124 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping number or scroll bar anomalies were noted on the display. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.